Event description:
It was reported that the paramedics were called and customer was hospitalized due to high blood glucose and dka. Caller stated that the customer was found unconscious by the home health care provider and was taken to the emergency room. Caller stated that the customer blood glucose reading at the time of hospitalization was over 800 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. However; unit was received with cracked case at display window corners, stripped battery cap coin slot and missing end cap sticker.